Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Corrected information in section d10 concomitant product. Cc triglyceride, 07d74-21, unknown, was updated to cc triglyceride, 07d74-22, 72165un21.

Manufacturer narrative:
The customer inspected the analyzer and found triglyceride reagent in position o1 that the analyzer indicated was direct bilirubin. The customer resolved the issue by cleaning the reagent barcode reader, moving the reagent bottles to different positions, and restarting the instrument. The reagents were properly identified and in their correct positions. The reagent barcode reader was determined to be the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with a barcode misread of reagents reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect c4000 system or the likely cause part described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.

Event description:
He customer observed reagent barcode misread for triglyceride cartridge inside the reagent carousel of the architect c4000 analyzer. The issue was noted when the customer was running quality controls and the direct bilirubin control results were out of range on both levels. When the analyzer was inspected, they found triglyceride in the carousel position o1 that the analyzer indicated direct bilirubin was in and therefore indicating the analyzer read the triglyceride reagent as direct bilirubin. The customer shutdown the analyzer, moved the reagent bottles to a different position and restarted the analyzer. The reagents were then properly identified in their correct positions. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.